Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with a left ventricular (lv) lead experienced symptoms of palpitations, complaints of hurting all over, feeling miserable, reports a tapping/thumping sensation in abdominal area. Additional information obtained from the field which indicated that an x-ray was taken and that the dislodgement was confirmed. Furthermore, device reprogramming was done to address the issue. The left ventricular (lv) lead was deactivated. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Only induced damaged was noted.

Event description:
--

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information obtained from the field which indicated that this left ventricular (lv) lead exhibited loss of capture as the lead was found out to be dislodged. No asystole was observed. The lead was explanted and replaced. No additional adverse patient effects were reported.